Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 147 mg/dl. Customer performed a system check and the occlusion was found to be within the cartridge. Recommendation was made for the customer to change the cartridge.